Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the hook (cev2295a) was becoming damaged too quickly; coating burnt and became porous. The customer initially thought this type of deterioration was due to misuse during sterilization process. Persons of sterilization department were trained but the dysfunction still occurred. The device was in contact with a patient; however, no injury occurred. It is unknown whether event led to an increase in surgery time.

Manufacturer narrative:
The suspected hook (cev2295a) was returned for evaluation: the device history record (DHR) was reviewed and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the hook verified the complaint as valid. The coating was damaged. It was melted at the end and there were scratches. A review of the production records found that no issue was detected during the coating process in (B)(6) 2021. Root cause analysis: it was determined that the damages on the coating was probably due to a bad handling of the device during the storage or an improper cleaning, as in the use of scouring pad. These damages weaken the coating and led to the reported issue. The instructions for use (IFU) mentions that: "delicate instruments should be handled with extreme care to prevent damage." And "do not use abrasive cleaning products such as hard brushes, etc.".

Event description:
N/a.